Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause and treatment for the peritonitis was unknown. The patient was discharged from the hospital four days after admission. The patient was recovering from the peritonitis and it was not reported if dianeal therapies were ongoing. No additional information is available.